Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. As received, the monitor had a defective driven ground. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the defective driven ground is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
During servicing of a german patient's monitor, which was returned for an unrelated reason, a reportable problem was found. The monitor had a defective driven ground.